Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump does not beep anymore and kept resetting itself. Customer¿s blood glucose was 330 mg/dl. Customer stated that insulin pump did not beep during tone test. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump failed self test, no audio sound was heard during testing due to defective sound board. Insulin pump passed displacement test.